Event description:
It was reported that the guidewire tip detached. A 300cm v-18 control wire was used in a percutaneous transluminal angioplasty (pta). During the procedure, the tip of the guidewire detached and ended up in the distal arteries of the patient's foot. The device fragment was unable to be retrieved. The procedure was completed using another of the same device. There were no patient complications resulting from the event and the patient was reported as stable post procedure.

Manufacturer narrative:
E1: initial reporter phone: (B)(6). Device evaluated by manufacturer:the guidewire was returned for analysis with its original opened pouch and a non-bsc catheter. Visual and microscopic inspection were performed. The distal tip of the guidewire was bent. The polymer jacket was inspected and its proximal end was detached. The section of polymer jacket that remained attached to the guidewire distal tip was smooth and uniform with no observed damages. Dimensional inspection was performed and the guidewire overall length, distal tip outer diameter, middle section outer diameter, and proximal section outer diameter were within specification. The polymer jacket length was missing 0.5 inches.

Manufacturer narrative:
(B)(6).

Event description:
It was reported that the guidewire tip detached. A 300cm v-18 control wire was used in a percutaneous transluminal angioplasty (pta). During the procedure, the tip of the guidewire detached and ended up in the distal arteries of the patient's foot. The device fragment was unable to be retrieved. The procedure was completed using another of the same device. There were no patient complications resulting from the event and the patient was reported as stable post procedure.